Manufacturer narrative:
Findings: unit alarmed during basic test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime, the excessive no delivery test due to alarm. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that insulin squirted out of the device during the manual prime sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.